Manufacturer narrative:
Describe event or problem, patient codes, device codes: updated. (B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study it was reported that death occurred. In (B)(6) 2017, the subject was referred for elective cardiac catheterization. Target lesion #1 was located in the distal right coronary artery (rca) with 80% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 32mm study stent. Following post dilatation the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject died of unknown cause.